Event description:
Catheter luer hub connection problems. The report received indicated that while preparing for a diagnostic procedure, the luer hub of the tempo catheter could not be connected to a stopcock. Therefore, the catheter was not used in the pt and was exchanged; the procedure was conducted with another tempo catheter. Further info indicated there were no anomalies noted with the stopcock or the luer hub of the catheter.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Additional info will be submitted within 30 days upon receipt.